Event description:
Details: paraffin wax treatment system burned claimant on the toe and heel, when she touched two sides of the melting wax bowl causing injury. Fuel source: electric. Injuries: yes. Deaths: no.